Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information added to the following fields: d8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the identified defect can be attributed to improper handling and application of excessive mechanical force, impact to the scope like fall, shock or similar stress. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a loose light guide connector. There were no reports of patient harm.